Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the physician reported difficulty accessing the pump and the pump flipping. The environmental, external or patient factors that may have led or contributed to the issue was the patient was morbidly obese, possibly twiddling the pump. The diagnostics and troubleshooting performed was catheter dye study was negative for flow. The actions and interventions taken to resolve the issue was the catheter was partially replaced, leaving the spinal segment in place tied off and the pump was placed in the left buttock. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.